Event description:
Description of event according to initial reporter: a patient of unspecified gender and age underwent an emergent filter placement procedure in which the cook celect platinum navalign femoral vena cava filter set, g34502, was used. As this was an emergent case as the patient was unstable. Access was obtained through the groin and without a wire. The physician was rushing to get the device placed and procedure completed, it was unnoticed the sheath had kinked and when the physician attempted to deploy the filter, the filter penetrated the side of the sheath. The celect filter was removed and the physician went in with an argon device to complete the procedure.

Manufacturer narrative:
Manufacturer's reference #: (B)(4). After investigation the event is considered reportable. Summary of investigational findings: access through groin without wire guide. Physician rushed to get filter placed and did not notice the sheath had kinked, so when attempting to deploy filter, it penetrated the sheath wall. The filter was removed and another filter was successfully placed. The blue introducer sheath was returned with femoral introducer and loaded filter protruding the sheath wall in a kink 74 mm from the distal tip. As only 21 mm of the filter protruded from the sheath, the filter was totally collapsed in the sheath wall, thus retrievable. Reportedly, the sheath kinked during advancement without a wire guide and it is unknown, if the supporting dilator was placed inside the sheath before advancement, as the dilator was not returned. Based on information provided and the investigation findings the damaged sheath/protrusion is considered use related and of no fault to the device. The IFU supplied with any cook filter specify to advance coaxial sheath system over wire guide. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.